Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2021; explant date (B)(6) 2025, brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2021; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the system was explanted.

Event description:
Additional information was received from manufacturer representative (rep) reports the system was explanted 2 years ago when the patient was having a fusion. Pt said it had not seemed to be helping at that time. Additional information was received from the rep. Rep reports they became aware of this system explant on (B)(6) 2025 the same day the patient had a new device implanted. Rep reports that before the surgery the patient reported their doctor had removed their spinal cord stimulator during spine surgery in 2023 because the patient felt it wasn't helping. Rep reports they had no prior knowledge of the explant and had received no complaints about the device. Rep reports that since they were not informed about the explant until nearly two years after it occurred, there was no opportunity to troubleshoot or assess the device prior to removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the device was working for a couple months but stopped working. They reported they felt it a little bit but not enough to help. They first noticed this 3-4 months after implant. They report their chronic back pain was the issue that the implantable neurostimulator (ins) was not helping. The reported the ins was explanted.